Manufacturer narrative:
The event for heat was not duplicated through functional evaluation by the repair technician. Disassembly and visual inspection by the repair technician noted the cable was severely kinked in several locations. This may cause the event.

Event description:
The customer reported that the device was overheating at the user facility. No adverse consequences were reported with this event.

Event description:
The customer reported that the device was overheating at the user facility. No adverse consequences were reported with this event.